Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013; 6940 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for intermittent oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.